Event description:
It was reported that patient experienced an infection at the insertable cardiac monitor (icm) site, with redness and minimal clear oozing. The patient was given antibiotics until it was resolved. The icm remains implanted and in service. No additional adverse patient effects were reported.